Event description:
It was reported that during implant procedure it was difficult inserting the atrial lead into the device header. The lead was removed and the port was flushed and insertion was then possible. The procedure was successfully concluded and monitoring will continue.